Event description:
It was reported that the customer received a motor position encoder error alarm. The customer's blood glucose level was 171 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery. Unable to confirm any error alarms due to an erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.